Event description:
The patient underwent a laparoscopic radio-frequency ablation of a hepatic lesion. At the conclusion of the procedure, the surgeon noticed a burn area on the patient's left upper thigh where the grounding pad had been placed. Surgeon applied xeroform dressing and covered the area with kerlix gauze and paper tape.

Manufacturer narrative:
Device available for evaluation, waiting for return of device to manufacturer.